Event description:
Customer contacted beckman coulter inc (bci) in regards to erroneously high sodium (na) and potassium (k) results, which were generated by unicel dxc 600 pro chemistry analyzer. The customer supplied one example of a false high na result which 174 mmol/l on run one and 136 mmol/l on repeat run. Sodium results were not reported out of laboratory and patient treatment was not impacted.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run every 8 hours. The bci engineer decontaminated the ise system. Malfunction will be assumed for the purpose of this analysis.